Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the air/water channel of the subject device tested positive for pseudomonas putida (1cfu/channel). The test result cleared the (B)(4) guideline. The subject device had been disinfected using an olympus automated endoscope reprocessor model etd3 (not available in the u.s.) With peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" and "PMA/510(k) number".